Event description:
The international customer reported the ventilator went vent inop due to a flow sensor failure. Vent inop, when in use, will stop providing ventilatory support to the pt. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. The MFR field service engineer confirmed the reported problem. The MFR's field service engineer evaluated the device and found the flow sensor cable was disconnected from the sensor board. The MFR's fse reattached the cable to address the reported problem.